Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the turning knob malfunctioned and did not turn correctly. Therefore, the reported condition was confirmed. The assignable root cause was determined to be component wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during equipment testing in bioengineering, it was observed that the turn knob on the battery oscillator device for the saw blade devices was stiff to rotate. During in-house engineering evaluation, it was observed that the turning knob malfunctioned and did not turn correctly. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event is not known. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.